Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: during investigation, the returned battery cap and test battery cap were unable to fully tighten and were difficult to remove. The battery compartment was found to be cracked at the threads above the bumper and at the case seal below the bumper. The battery cap threads were found to be stripped. The battery cap contact heights were out of specification. The top of the battery cap was also found to be stripped. Unrelated to the original complaint, there was moisture found on the underside of the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment was damaged. It was also noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.